Event description:
During an in-clinic follow-up, the device was unable to be interrogated via radiofrequency (rf) telemetry. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported field event of radio frequency (rf) telemetry anomaly was confirmed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Inductive telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The memory registers in the device showed the cause of the rf telemetry anomaly was due to a hardware anomaly. After the device¿s firmware was reloaded, the device communicated normally with both rf and inductive telemetry.